Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the battery for this pacemaker appeared to be depleting faster than expected. The device showed a battery status of six years remaining. It was noted that the patient was in chronic atrial fibrillation (af) and right atrial (ra) sensing was programmed on in the device. Boston scientific technical services (ts) discussed programming options and discussed submitting a copy of device memory for analysis. This product remains implanted and in service. No adverse patient effects were reported.